Event description:
There were "problems with filling the pump in 7/2005." Since then,the pt has been experiencing more pain and there have been increased volumes noted at pump refills. The pump was explanted and returned to the manufacturer for analysis. It is reported that this case has become legal with an attorney involved.